Manufacturer narrative:
(B)(4). Batch # 350a37. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received unfired. During functional testing, the retainer pin did not seat into the anvil when operating the closing trigger. Further analysis shows that the anvil was misaligned (bent). The retainer pin was manually assisted and inserted in the anvil the device fired and malformed staples were noted, due to the anvil misalignment. The device was CT scanned confirming the anvil misalignment. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right colon resection procedure, when the device was opened the cartridge was ¿on an angle¿. Another like device was used to complete the procedure. There were no adverse consequences for the patient.